Event description:
Boston scientific crm received information that while shopping, the patient with this device and non-bsc lead fell down, was taken to a hospital by ambulance and died. During the previous interrogation, one month earlier, no device issues were revealed. The cause of death is unknown and it is not known if the patient's death was related to this device. The device will be returned for analysis.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, this device will undergo analysis in an attempt to determine the root cause of this event.